Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was firing issue with the device. The surgeon opened a new handle a new reload of the same measure. There was no patient injury.